Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of hair inside the packaging was unconfirmed because the problem could not be reproduced. The product returned for evaluation was three 4.5fr microez microintroducers, each for a different lot number. The three units were inspected for foreign material (fm) through gross visual and microscopic inspection. Use residue was observed throughout each unit, but no other fm was identified. Based on the available evidence, the customer's reported defect could not be confirmed.

Event description:
Three additional samples were returned to bd aad field assurance for investigation, hair was found inside the sterile kit. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided with the returned sample, the date reflected in this report is the date bd received the sample. The failure was found during evaluation of a returned sample. Additional investigation is required to determine the cause of the failure. Results of the investigation are expected soon.

Event description:
Three additional samples were returned to bd aad field assurance for investigation, hair was found inside the sterile kit. This report addresses the first device.